Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms and high blood glucose levels. As the reported events had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions and high blood glucose levels.